Event description:
Reporter alleged the lancet from the device remains stuck in the "out" position. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.